Event description:
It was reported that the usb cable had exposed wires and was kinked. There was no impact to the customer's blood glucose level. Customer was sent a replacement cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.